Manufacturer narrative:
The company cartridge was not returned for evaluation. Four photos were provided. No identification was provided for the photos. All pictures are of lenses in the eye. The photos appear to be of four different lenses. All four photos have opaque areas near the upper edge. It cannot be determined if these areas are scratches from the photos. The lens model/diopter used was not provided. It is unknown if a qualified company cartridge/lens/viscoelastic combination was used. The company cartridge was not returned for evaluation. The lens remains implanted. No determination can be made without physical evaluation of the complaint sample. The lens model/diopter used was not provided. It is unknown if a qualified company cartridge/lens/viscoelastic combination was used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that optic was scratched during the folding of the lens or during the passage of the lens through the cartridge. The scratches were noticed following implantation of on intraocular lens (iol). The lens are still remained implanted in the patient¿s eye.